Event description:
Half of the tampon fell off inside of her. Came out a couple of days later [foreign body in reproductive tract] half of the tampon fell off inside of her [device breakage] case description: consumer called stating half of a tampon fell off inside her daughter. No serious injury was reported.

Manufacturer narrative:
28-sep-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Half of the tampon fell off inside of her. Came out a couple of days later [foreign body in reproductive tract]. Half of the tampon fell off inside of her [device breakage]. Case description: consumer called stating half of a tampon fell off inside her daughter. No serious injury was reported.